Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jun-2026, a sales representative reported via email that an ar-4020c-09 fastthread biocomposite interference screw (9 × 20 mm) was associated with post-operative complications following an acl reconstruction procedure. On (B)(6) 2025, MRI confirmed a full-thickness acl rupture. On (B)(6) 2025, the patient underwent acl reconstruction with a bone-tendon-bone allograft, during which an ar-4020c-09 interference screw was used for tibial fixation. Approximately 6-7 months post-operatively ((B)(6)-(B)(6) 2026), the patient reported fluctuating swelling, redness, and tenderness at the tibial incision site. Three in-clinic incision and drainage (I&d) procedures were performed during this period, with cultures obtained each time showing no growth. The patient was prescribed a total of 33 days of oral antibiotics. Patient-provided photos from (B)(6) 2026 and (B)(6) 2026 documented the condition. Post-operative x-rays ((B)(6) 2025 and (B)(6) 2026) and an MRI on (B)(6) 2026 indicated that the tibial tunnel screw tract extended to the anteromedial tibial cortical margin. A second procedure was performed on (B)(6) 2026, consisting of I&d with removal of granulomatous tissue and washout with vancomycin. The tibial channel was noted to be sealed intraoperatively. One week post-operatively, the patient continued to experience drainage from the tibial incision; cultures again showed no growth. An additional 10 days of oral antibiotics were prescribed, and a CT scan was obtained on (B)(6) 2026. Due to persistent symptoms, a third procedure was performed on (B)(6) 2026, involving I&d and removal of tibial screw particles. Additional information was received on 29-jun-2026: no additional arthrex implants or fixation devices were used in the tibial tunnel or for graft fixation during the initial procedure; only the ar-4020c-09 fastthread biocomposite interference screw (9 × 20 mm) was implanted in the tibia. The fastthread interference screw identified above was the only arthrex implant explanted, which occurred on (B)(6) 2026. All cultures obtained during the patient's treatment course were reported as negative. During the second procedure performed on (B)(6) 2026, only granulomatous tissue was removed; no portion of the interference screw was removed. During the third procedure performed on (B)(6) 2026, only screw particles were removed. The remaining portions of the interference screw were potentially retained. The patient is currently reported to be doing well. The drainage and inflammation have resolved, and no additional surgical intervention is anticipated. No concerns were identified regarding the btb allograft contributing to the reported reaction. All three procedures were performed at the same facility and by the same surgeon. The event involved the left knee. No new arthrex products were implanted during the procedures performed on (B)(6) 2026 or (B)(6) 2026.